Event description:
Out-of-hospital (in hospice) death due to end-stage neurodegenerative disease with parkinsonian motor features including disabling motor dysfunction, cognitive impairment, severe muscle wasting, and inanition. Has bilateral deep brain stimulators implanted. Final autopsy anatomic diagnosis: neuronal intranuclear hyaline inclusion disease, low cerebrospinal fluid concentration of the dopamine metabolite homovanillic acid, transitory response to dopamine agonist and bilateral implantation of deep brain stimulators.